Event description:
This was a catheter connecting issue. When the catheter was connected to the system, there was no image on the display. The catheter was removed, and a new catheter was used. The second catheter worked fine, and the image was displayed. The procedure was completed without any issue, and there was no injury to the patient. This is the third catheter with the same issue. We had brought the issue up with the biosense webster reps, and they found the cause. We have re-educated the staff and posted the notes on the equipment. Manufacturer response for bi directional navigation catheter, nav st thermacool smarttouch (per site reporter): this is the third catheter with the same issue. We had brought the issue ip with the biosense webster reps, and they found the cause. We have re-educated the staff and posted the notes on the equipment.